Manufacturer narrative:
Siemens is investigating the event.

Event description:
Discordant, falsely depressed interleukin 2 receptor result was obtained on a patient sample on an immulite 2000 xpi instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on the same immulite 2000 xpi instrument, resulting higher. It is unknown which repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed interleukin 2 receptor result.

Manufacturer narrative:
The initial MDR 2247117-2017-00029 was filed on march 3, 2017. Additional information (03/09/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc reviewed the instrument's spy files for reagent level sensing and did not find any issues. Hsc did not find any assay adjustment issues. Hsc did not find any quality control (qc) issues on the date of the event. The cause of the discordant, falsely depressed interleukin 2 receptor result is an incorrect level sense on the initial sample aspiration. The instrument is performing according to specifications. No further evaluation of the device is required.